Manufacturer narrative:
The field service engineer (fse) found an issue with the sample probe. The fse replaced the sample probe and the ise sipper nozzle as it was worn. The fse performed a 21-cup precision test using a patient sample and completed probe checks. Calibration was acceptable. No qc data was provided. The customer stated qc had been out of range for na+ and k+ at approximately 6:00 p.m on 12-aug-2021 but, after repeating calibration, qc results were back within range. The investigation determined the service actions resolved the issue.

Event description:
The reporter initially complained of a discrepant low result for a pediatric sample tested for ise indirect na+ for gen.2 on a cobas 6000 c (501) module. On (B)(6) 2021 a pediatric sample was short so the customer ran the sample in a false bottom tube where a discrepant low result was received. The initial na+ result was 126 mmol/l. The sample was repeated with a result of 134 mmol/l. The repeat result was believed to be correct and was reported outside of the laboratory. The customer also received questions about low na+ and k+ results for multiple patient samples that had been reported outside of the laboratory the evening of (B)(6) 2021. The customer pulled patient samples from (B)(6) 2021 and repeated them on (B)(6) 2021. Discrepant results were identified for 13 patient samples. The following are examples of the type of discrepant results received for 3 patient samples: sample ID (B)(6) : the initial na+ result was 120 mmol/l. The repeat was 138 mmol/l. Sample ID (B)(6): the initial na+ result was 129 mmol/l. The repeat was 139 mmol/l. The initial k+ result was 3.6 mmol/l. The repeat was 4.1 mmol/l. Sample ID (B)(6): the initial na+ result was 128 mmol/l. The repeat was 138 mmol/l. The initial k+ result was 4.7 mmol/l. The repeat was 5.2 mmol/l. The na+ electrode lot number was n02 with an expiration date of 15-mar-2022. The k+ electrode lot number was w04 with an expiration date of 29-mar-2022.